Manufacturer narrative:
A logbook analysis showed entries related to a reboot of ventilation unit evita v500. This reboot stopped the ventilation for a couple of seconds and the communication interface between infinity c500 and evita v500 was disturbed. The ¿device failure 3¿ alarm message was posted. The exchange of m16.2 therapy control unit solved the reported problem. After the exchange of the therapy control unit the device was tested and placed back into service. The device reacted like specified for this observed condition carried out a restart, generated an alarm ad continued to ventilate the patient. There is no increase of similar reported events, therefore no further action is planned.

Event description:
It was reported that the device shut down and rebooted. No injury reported.